Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 1250 mg/dl. Customer stated that they were sick and that cause them to have a high blood glucose level. Customer was unaware about treatment related to high blood glucose level. The insulin pump will not be returned for analysis.